Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank lcd display was able to be confirmed. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis, and a log file was downloaded for review. A review of the log files showed overlapping events spanning approximately 3 days ((B)(6)2023 per timestamp). The driveline was disconnected on (B)(6) 2023 at 14:41:55 and the controller was shut down at 14:43:41. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller was connected to the system monitor and a blank white screen on the system controller was observed. The lcd display was replaced, and the controller was able to function as intended. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended following the replacement of the display. The root cause of the reported event was isolate to a damaged lcd display, however a root cause for the damaged lcd display was unable to be conclusively determined through this investigation. The device history records were reviewed for hsc-114235 and was found to pass all manufacturing and quality assurance (qa) specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the display screen on the patient's primary controller had gone blank. The issue was confirmed upon presentation to the clinic and the controller was exchanged. The controller had not been dropped and there was no noticeable damage to the device.